Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's two implant operative reports and implant tracking log only. Due to the age of the device a review of the manufacturing records was not readily available at this time. A review of complaint data found no other complaints have been reported for this lot number to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 1995 - the patient was diagnosed with stress urinary incontinence and underwent a laparoscopic burch urethropexy with implant of a bard "marlex" mesh. On (B)(6) 2008 - patient was diagnosed with urinary stress incontinence, mixed cystocele, rectocele and underwent a cystocele repair, rectocele repair and an unknown prepubic midurethral sling placement. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.